Event description:
The customer reported via phone call that they had unexplained high blood glucose. Customer's blood glucose was 337 mg/dl at the time of incident. The customer also reported experiencing ketones and a headache from their blood glucose. Customer has treated their blood glucose with the insulin pump and syringe. The customer also reported being hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 337 mg/dl at the time of incident. The customer also reported they had white blood cell count, resulting in their hospitalization. Customer stated they were discharged from the hospital the same day they were admitted. The customer stated they were wearing the insulin pump at the time of hospitalization. Troubleshooting found the insulin pump alarmed no delivery during the high pressure test. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.